Event description:
A report has been received reporting the concentrator stopped working while the patient was asleep. The alarm was not heard. The end user woke up in distress and was taken to the ER and released the same day. The dealer states that the concentrator was not in the same room as the patient. The dealer states they have replaced the unit and advised the patient to keep the unit in the same room.

Manufacturer narrative:
(B)(4) - model irc10lx, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1118353, rev j (apr-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Invacare is in process of gathering additional information. A supplemental report will be filed with any further information that is received.